Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump data by tandem technical support showed the battery depleted from 50% within one day prior to the shutdown. The customer's blood glucose level was 110 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.